Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The patient was a trauma patient and had not been placed on the standard dual antiplatelet therapy (dapt) of 7-10-days prior to the procedure, which could have contributed to the development of in-stent thrombus; however, the root cause could not be established.

Event description:
It was reported that the fred was implanted in the internal carotid artery (ica) to cover a small side wall aneurysm. Angiography confirmed the fred was opened distally and proximally. After the case, the patient developed a clot inside the stent. A reperfusion catheter was used to aspirate and successfully remove the clot; however, the end of the fred became bent and the stent was "pushed into" the aneurysm. The patient is reported to be stable.